Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the catheter noted blood visible on the shaft, consistent with handling. The balloon was loosely folded. The hypotube and jacket were separated 38.6 cm distal to the strain relief tubing, confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation and the jacket was stretched at the separation. There was a bend in the hypotube 2 mm proximal to the separation. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the balloon, damage to the guiding catheter, or procedural technique. It is possible the catheter was not properly supported during advancement in the guiding catheter, resulting in the reported resistance as the catheter interacted with the guiding catheter. Further interaction as force was applied to the catheter in the guiding catheter would have resulted in the shaft kinking. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The guiding catheter was not returned for analysis, therefore, it is unknown how it may have contributed to the reported difficulties; however, as there was no damage noted to the catheter prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It should be noted the voyager nc instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all products are 100% checked for damage and balloon profile. A search of the lot history record indicated no non-conforming material records for the lot and a search of the complaint handling database indicated no related incidents, there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the right coronary artery with heavy calcification, while attempting to insert a 4.5 x 08 voyager nc dilatation catheter into a 6 f non-abbott guide catheter, resistance was felt, force was applied, and the catheter shaft separated outside of the anatomy. There was no adverse patient effect and no significant clinical delay in the procedure. A non-abbott dilatation catheter was used to complete dilatation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received; however, analysis is not complete. A follow-up report will be submitted with all additional relevant information.